Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the trailing haptic tore off while being advanced in the cartridge. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.